Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported prior to a lead revision, the ipg was placed in surgery mode. During the surgery, monopolar electrocautery was used. The ipg was then unable to communicate with or connect with external devices. Troubleshooting attempts were unsuccessful. The physician therefore explanted and replaced the ipg. Postoperatively, effective therapy was reported. Also see MFR. Report #: 1627487-2018-01380 and 1627487-2018-01381.